Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call to technical services was made on (B)(6) 2014 stating that this lead was part of the system that was claimed that the device was damaged and reached end of life due to a shorted rv lead. The physician was dr. (B)(6) at (B)(6) associates this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).